Event description:
The reporter states that she obtained 57mg/dl and 133 mg/dl on the accu-chek compact plus meter within 10 mins. She reports that she felt hypoglycemic. She treated herself by eating bread with sugar and drinking milk. The reporter states that she felt better after treatment. No adverse event reported. New system sent to customer and return requested.